Event description:
This is a report received from a (B)(6) customer regarding an adverse event related to the peritoneal dialysis (pd) treatment. Starting on (B)(6) 2011, the patient was treated with physioneal and the baxter pd pediatric acute system from baxter without any issue. On (B)(6) 2011 automated peritoneal dialysis (apd ) therapy started with a homechoice (software 10.2 and a fill volume of 100 ml). On (B)(6) 2011, the patient had a surgery because the catheter sucked in the peritoneum. On (B)(6) 2011, repeated interventions (unspecified) were necessary to free the peritoneum. As a result, the incision (unspecified) became leaky and the patient was switched to hemodialysis (hd) treatment which resulted in a lot of critical issues (unspecified). Since (B)(6) 2011, the patient is again being treated with the pd pediatric acute system from baxter without any issue. No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Should additional information become available, a follow up report will be submitted. (B)(6).

Manufacturer narrative:
(B)(4). Correction to previously reported automated peritoneal dialysis (apd) start date and homechoice (hc) software version. On (B)(6) 2011, automated peritoneal dialysis (apd) therapy was started with homechoice, software version 10.4, with a fill volume of 100ml. Additional information: during a telephone call with the physician, baxter (B)(4) contact received additional information. This case concerns a male (B)(6), born with polycystic kidney disease. The patient had a birth weight (B)(6); for this reason, he was started on manual peritoneal dialysis- (acute set for children capd) until he gained (B)(6). On (B)(6) 2011, the patient had to undergo emergency open surgery because the catheter sucked in the peritoneum, omentum and parts of the intestine with subsequent total catheter occlusion occurring within 24-36 hrs. Reportedly hemorrhagic injury to unspecified anatomical structure was noticed during surgery. Prior to this, the hc machine had alarmed low drain volume several times. This problem occurred on two occasions (unspecified). The device was not available for an investigation therefore, no failure or malfunction could be confirmed and the assignable cause could not be determined. The device history record or the service history could not be reviewed since the serial number is unknown. Based on the available information there is no indication the device caused or contributed to the reported incident of catheter complications.